Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and could not duplicate the reported issue. However the stm observed leak in iab circuit in the iabp's fault logs. The stm installed a new safety disk. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use on a patient an autofill issue occurred on a cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.